Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging history/settings issue. It was reported that the meter would not deliver insulin and the pump gave an error message. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: during investigation, the meter was not returned with the pump , a test meter was paired with the returned pump and was able to delivery . The black box and alarm history show no indication of meter pairing or defects. A bolus history was reviewed and confirmed boluses were delivered via pump (p) and meter (m). Unrelated, the battery compartment was cracked above grip. The complaint regarding meter not delivering could not be duplicated of verified in the pump history delivering. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.